Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 25 x 2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-boston scientific 2.25 x 28mm stent was implanted to treat the target lesion, it was noted that the stent did not get sufficient expansion due to the severe calcification. The opticross imaging catheter was introduced but during an attempt to forcibly cross the stent, the opticross got stuck in the stent. The device was cut and the drive shaft was pulled out. Then the rest of the device was removed. The procedure was completed with another of the same device. There was no patient injury and the patient's current condition is good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). G2 report source: corrected. The device was returned for analysis. Visual and microscopic inspection revealed a cut in the telescope near the proximal strain relief and the imaging core was also cut. Functional test could not be performed due to the condition in which the device returned. A media inspection was performed on a picture provided by the site and the telescope and imaging core cut was able to be seen.

Event description:
It was reported that device entrapment occurred. The 90% stenosed, 25 x 2.25mm, target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After a non-boston scientific 2.25 x 28mm stent was implanted to treat the target lesion, it was noted that the stent did not get sufficient expansion due to the severe calcification. The opticross imaging catheter was introduced but during an attempt to forcibly cross the stent, the opticross got stuck in the stent. The device was cut and the drive shaft was pulled out. Then the rest of the device was removed. The procedure was completed with another of the same device. There was no patient injury and the patient's current condition is good.